Event description:
Customer reported via phone call that the insulin pump went into threshold suspend and they did not hear the alarm. Customer stated that they tested their blood glucose readings and they were 450 mg/dl. Customer stated that they noticed that the sensor and the blood glucose readings were nearly 50 points off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.